Event description:
Device 2 of 2. Reference MFR. Report#: 1627487-2019-00853.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Device 2 of 2. Reference MFR. Report#: 1627487-2019-00853. It was reported that the patient experienced a fall. X-rays confirmed that the patient's leads migrated to t5. In turn, the patient underwent surgical intervention on (B)(6) 2018 wherein both leads were repositioned. Effective therapy was restored post procedure.